Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that a falsely depressed total bilirubin (tbil) result was generated on a patient sample on a dimension vista 1500 instrument. Calibration and quality controls (qc) were acceptable at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse observed an issue with the aliquot plate positioner 2 motor lanes connections and sensor. Next, the cse replaced the aliquot probe, performed alignments and titrations and swapped motors. Then, the cse performed aliquot level testing, reseated the aliquot level probe, and cleaned, flushed, and primed integrated multisensor technology (imt), reagent 3, reagent 4, and sample 2 probes. Following the cse's actions, no further issues were reported by the customer. Siemens concluded that the aliquot probe and aliquot plate motor connection issues caused a short sampling which potentially contributed to the falsely depressed tbil result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed total bilirubin (tbil) result was generated on a patient sample on a dimension vista 1500 instrument. The customer observed a sample aspiration error at the time the sample was processed. The initial result was reported to the physician(s), who questioned it. The sample was reprocessed on an alternate dimension vista 1500 instrument and recovered higher than the erroneous result. The repeat result was reported to the physician(s), as the correct result. There are no known reports of patient intervention or adverse health consequences due to the event.